Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that a vela ventilator is showing an internal leakage yellow waves. The customer confirmed that there is no patient injured or harmed associated with this event.